Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that users stated that the IV extension tubing and sets with some "pigtails," are backing up, leak upon disconnection, and causing some IV's to stop working and clot. No patient harm was reported.